Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed backup vvi mode and loss of inductive telemetry on the pacemaker. No changes or intervention was performed. The patient was in stable condition.